Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer's blood glucose (bg) dropped to 45 mg/dl as the customer had delivered a bolus of insulin, but did not eat breakfast. The customer drank juice to address the bg level. There was no device malfunction reported.